Event description:
It was reported that end user received notice that patient removed device from her vagina approxmately 4 days post-op for a laparoscopic tubal cauterization. It was determined through investigation that the device, a cervical cone which is attached to an intrauterine cannula, separated from the cannula during the procedure.

Manufacturer narrative:
The data is as reported by end user 'less than or equal to 10 days ago. This date 7/11/06 is the date the MFR is submitting the report to FDA. The date 5/2006 is the date the end user filled in on the medwatch. Additional model #8378.00 was filled in by end user on medwatch for the cannula. Device evaluated by manufacturer? No, the patient is seeking the advise of an attorney. There is no further information available.